Event description:
It was reported by service report that the foot end brakes are broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assembly.